Manufacturer narrative:
(B)(4). Product not returned for evaluation. Most likely underlying root cause is: strip issue.

Event description:
Consumer complaint of blood result reading of "lo." Expected fasting blood glucose test result range is 119 to 120 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Currently taking insulin to manage diabetes. Verified storage of test strips is within instructed specification since they are kept in living room. Test strip lot manufacturer's expiration date is 05/29/2015 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: 150 mg/dl, (B)(6) 2015 07:05 pm; lo, (B)(6) 2015, 06:09 pm; lo, (B)(6) 2015, 05:39 pm; 169 mg/dl, (B)(6) 2015, 02:55 pm; lo, (B)(6) 2015, 02:07 pm. Adverse event not reported.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).